Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Healthcare professional reported a right side implant exchange with no complaint against the device. Patient has further reported "my breast pain has recently worsened" and provided ultrasound report showing "contours of the implant are clear, continuous, moderately wavy" and "axillary nodes on the right: up to 1.3 cm in size, longitudinally oriented, differentiation into layers is preserved, with a hyperplastic fat center". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported right side implant exchange with no complaint against the device. Patient has further reported "my breast pain has recently worsened" and provided ultrasound report showing "contours of the implant are clear, continuous, moderately wavy" and "axillary nodes on the right: up to 1.3 cm in size, longitudinally oriented, differentiation into layers is preserved, with a hyperplastic fat center". The device remains implanted.